Event description:
Three days post stent assisted coil embolization of the cavernous internal carotid artery aneurysm, the patient had an abducens nerve palsy. Methycobal and juvela n (dosages are unknown) were given to the patient to treat the complication. The patient found to have remission but was not ¿fully recovered¿ at three months follow-up. The physician stated that the nerve might be compressed by the coil mass and caused the abducens nerve palsy.

Manufacturer narrative:
The device remains implanted.

Event description:
Three days post stent assisted coil embolization of the cavernous internal carotid artery aneurysm, the patient had an abducens nerve palsy. Methycobal and juvela n (dosages are unknown) were given to the patient to treat the complication. The patient found to have remission but was not ¿fully recovered¿ at three months follow-up. The physician stated that the nerve might be compressed by the coil mass and caused the abducens nerve palsy.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Neurological deficits are known and anticipated patient complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated patient complication.